Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the user noticed a propofol infusion free flow after the device was programmed correctly. The user stated that the tubing was primed and inserted into the device correctly. There was a patient side occlusion alarm that the rn was able to troubleshoot and then continued with the infusion. The event occurred in the nicu(neuro science intensive care unit). Although requested, no additional event, patient or device information provided.